Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostial region of saphenous vein graft (svg). After a 6f guide catheter was engaged, a 4.00 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. The device was supposed to be at the ostium, so the physician pulled the guide catheter back to get the stent in place. However, the guide catheter hit the stent causing the stent to be crumpled on the balloon. Subsequently, the guide catheter and the stent were removed as one unit and the procedure was completed with a new guide catheter and a new synergy stent. No patient complications were reported and the patient's status was fine.